Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced elevated blood glucose (bg) levels ranging from 355 mg/dl to 504 mg/dl. Reportedly, the user was sick. The user addressed bg level with a bolus via the pump. A system check with tandem¿s technical support indicated that the pump, cartridge, and infusion set functioned as expected.